Event description:
Case was initially received via regulatory authority (FDA, reference number: mw5076253) on 11-apr-2018. The most recent information was received on 07-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful periods") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline, bupropion, cholecalciferol (vitamin d3) and fish oil. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required), major depression ("major depression"), irritable bowel syndrome ("ibs"), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog") and arthralgia ("joint aches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, major depression, irritable bowel syndrome, ovulation pain, feeling abnormal and arthralgia outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, feeling abnormal, irritable bowel syndrome, major depression and ovulation pain to be related to essure. The reporter commented: injuries (disability/permanent damage, other serious important medical event) were mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2018: significant correction after gsl request: intervention required ticked as seriousness criteria for event painful periods. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5076253) on 11-apr-2018. The most recent information was received on 11-dec-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device appears that it may be more fundal and not necessarily in the tube'), device breakage ('device breakage') and dysmenorrhoea ('painful periods/ dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, lyme disease, gerd and vitamin d deficiency. Current weight 178 lbs. Concurrent conditions included vaginal bleeding, foggy feeling in head, joint pain, sore throat, constipation, diarrhea and urinary retention. Concomitant products included aciclovir sodium (acyclovir abbott vial), alprazolam, amitriptyline, bupropion, bupropion hydrochloride (wellbutrin) from 2018 to 2019, colecalciferol (vitamin d3), cyanocobalamin, drospirenone + ethinylestradiol (yasmin), fish oil, intrauterine contraceptive device (paragard), levonorgestrel (mirena)1-feb-2012 to october 2014 and topiramate from 2012 to 2017. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge") and fatigue ("fatigue/fatigue"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: depression, anxiety/psych injury") and depression ("psychological or psychiatric problems condition: depression, anxiety/psych injury") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), major depression ("major depression"), irritable bowel syndrome ("ibs/gi conditions"), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog/brain fog"), arthralgia ("joint aches/joint pain"), abdominal pain lower ("left lower abdomen pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy "), menstruation irregular ("irregular menses") and premenstrual syndrome ("significant pms"). The patient was treated with surgery (essure removal and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, major depression, ovulation pain, vaginal haemorrhage, menorrhagia, anxiety, vaginal discharge, abdominal pain lower and allergy to metals outcome was unknown and the dysmenorrhoea, irritable bowel syndrome, feeling abnormal, arthralgia, depression, fatigue, weight increased, pelvic pain, abdominal pain, menstruation irregular and premenstrual syndrome had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, irritable bowel syndrome, major depression, menorrhagia, menstruation irregular, ovulation pain, pelvic pain, premenstrual syndrome, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: injuries (disability/permanent damage, other serious important medical event) were mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, bilateral occlusion. Pathology test - on (B)(6) 2018: a: uterus, morselized hysterectomy - adenomyosis. B: foreign material consistent with bilateral essure devices (gross examination only). C: fallopian tubes, bilateral, excision - 2 unremarkable fallopian tubes. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2018: right ovary: 1.92 x 2.07 x 1.27cm. Left ovary: 2.48 x 1 .14 x .82cm. Impression: left essure coil displaced into fundus. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: anxiety, pelvic pain, menorrhagia, fatigue". Lot number: b71772, production date 2013-09-19, expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: quality-safety evaluation of ptc. On 12-dec-2019: update of quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5076253) on 11-apr-2018. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device appears that it may be more fundal and not necessarily in the tube'), device breakage ('device breakage') and dysmenorrhoea ('painful periods/ dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, lyme disease, gerd and vitamin d deficiency. Current weight 178 lbs. Concurrent conditions included vaginal bleeding, foggy feeling in head, joint pain, sore throat, constipation, diarrhea and urinary retention. Concomitant products included aciclovir sodium (acyclovir abbott vial), alprazolam, amitriptyline, bupropion, bupropion hydrochloride (wellbutrin) from 2018 to 2019, colecalciferol (vitamin d3), cyanocobalamin, drospirenone + ethinylestradiol (yasmin), fish oil, intrauterine contraceptive device (paragard), levonorgestrel (mirena) (B)(6) 2012 to (B)(6) 2014 and topiramate from 2012 to 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge") and fatigue ("fatigue/fatigue"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: depression, anxiety/psych injury") and depression ("psychological or psychiatric problems condition: depression, anxiety/psych injury") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), major depression ("major depression"), irritable bowel syndrome ("ibs/gi conditions"), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog/brain fog"), arthralgia ("joint aches/joint pain"), abdominal pain lower ("left lower abdomen pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy "), menstruation irregular ("irregular menses") and premenstrual syndrome ("significant pms"). The patient was treated with surgery (essure removal and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, major depression, ovulation pain, vaginal haemorrhage, menorrhagia, anxiety, vaginal discharge, abdominal pain lower and allergy to metals outcome was unknown and the dysmenorrhoea, irritable bowel syndrome, feeling abnormal, arthralgia, depression, fatigue, weight increased, pelvic pain, abdominal pain, menstruation irregular and premenstrual syndrome had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, irritable bowel syndrome, major depression, menorrhagia, menstruation irregular, ovulation pain, pelvic pain, premenstrual syndrome, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: injuries (disability/permanent damage, other serious important medical event) were mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, bilateral occlusion. Pathology test - on (B)(6) 2018: a: uterus, morselized hysterectomy - adenomyosis. B: foreign material consistent with bilateral essure devices (gross examination only). C: fallopian tubes, bilateral, excision. - 2 unremarkableble fallopian tubes. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2018: right ovary: 1.92 x 2.07 x 1.27cm. Left ovary: 2.48 x 1 .14 x .82cm. Impression: left essure coil displaced into fundus. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: anxiety, pelvic pain, menorrhagia, fatigue". Lot number: b71772, production date 2013-09-19, expiration date 2016-09-30. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events: device breakage, pelvic pain, abdominal pain, nickel allergy, irregular menses and significant pms were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device appears that it may be more fundal and not necessarily in the tube') and dysmenorrhoea ('painful periods/ dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, lyme disease, gerd and vitamin d deficiency. Current weight 178 lbs. Concurrent conditions included vaginal bleeding, foggy feeling in head, joint pain, sore throat, constipation, diarrhea and urinary retention. Concomitant products included aciclovir sodium (acyclovir abbott vial), alprazolam, amitriptyline, bupropion, bupropion hydrochloride (wellbutrin) from 2018 to 2019, colecalciferol (vitamin d3), cyanocobalamin, drospirenone + ethinylestradiol (yasmin), fish oil, intrauterine contraceptive device (paragard), levonorgestrel (mirena)(B)(6)2012 to (B)(6)2014 and topiramate from 2012 to 2017. In (B)(6)2014, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required). On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6)2016, the patient experienced anxiety ("psychological or psychiatric problems condition: depression, anxiety,") and depression ("psychological or psychiatric problems condition: depression, anxiety,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), major depression ("major depression"), irritable bowel syndrome ("ibs"), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog"), arthralgia ("joint aches") and abdominal pain lower ("left lower abdomen pain"). The patient was treated with surgery (essure removal and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, dysmenorrhoea, major depression, irritable bowel syndrome, ovulation pain, feeling abnormal, arthralgia, vaginal haemorrhage, menorrhagia, anxiety, depression, vaginal discharge, weight increased and abdominal pain lower outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, irritable bowel syndrome, major depression, menorrhagia, ovulation pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: injuries (disability/permanent damage, other serious important medical event) were mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Pathology test - on (B)(6)2018: a: uterus, morselized hysterectomy adenomyosis b: foreign material consistent with bilateral essure devices (gross examination only) c: fallopian tubes, bilateral, excision. 2 unremarkable fallopian tubes. Pregnancy test urine - on (B)(6)2014: negative. Ultrasound scan - on (B)(6)2018: right ovary: 1.92 x 2.07 x 1.27cm. Left ovary: 2.48 x 1 .14 x .82cm. Impression: left essure coil displaced into fundus. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: anxiety, pelvic pain, menorrhagia, fatigue". Lot number: b71772 production date 2013-09-19 expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5076253) on 11-apr-2018. The most recent information was received on 22-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("painful periods") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline, bupropion, colecalciferol (vitamin d3) and fish oil. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required), major depression ("major depression"), irritable bowel syndrome ("ibs"), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog") and arthralgia ("joint aches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, major depression, irritable bowel syndrome, ovulation pain, feeling abnormal and arthralgia outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, feeling abnormal, irritable bowel syndrome, major depression and ovulation pain to be related to essure. The reporter commented: injuries (disability/permanent damage, other serious important medical event) were mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: lawyers added as additional reporters. The case is a potential legal. Essure indication and insertion date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device appears that it may be more fundal and not necessarily in the tube') and dysmenorrhoea ('painful periods/ dysmenorrhea (cramping)') in a female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, lyme disease, gerd and vitamin d deficiency. Current weight 178 lbs. Concurrent conditions included vaginal bleeding, foggy feeling in head, joint pain, sore throat, constipation, diarrhea and urinary retention. Concomitant products included aciclovir sodium (acyclovir abbott vial), alprazolam, amitriptyline, bupropion, bupropion hydrochloride (wellbutrin) from 2018 to 2019, colecalciferol (vitamin d3), cyanocobalamin, drospirenone + ethinylestradiol (yasmin), fish oil, intrauterine contraceptive device (paragard), levonorgestrel (mirena)(B)(6) 2012 to (B)(6) 2014 and topiramate from 2012 to 2017. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: depression, anxiety,") and depression ("psychological or psychiatric problems condition: depression, anxiety,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), major depression ("major depression"), irritable bowel syndrome ("ibs"), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog"), arthralgia ("joint aches") and abdominal pain lower ("left lower abdomen pain"). The patient was treated with surgery (essure removal and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, major depression, irritable bowel syndrome, ovulation pain, feeling abnormal, arthralgia, vaginal haemorrhage, menorrhagia, anxiety, depression, vaginal discharge, weight increased and abdominal pain lower outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, irritable bowel syndrome, major depression, menorrhagia, ovulation pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: injuries (disability/permanent damage, other serious important medical event) were mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: a: uterus, morselized hysterectomy - adenomyosis b: foreign material consistent with bilateral essure devices (gross examination only) c: fallopian tubes, bilateral, excision. - 2 unremarkableble fallopian tubes. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2018: right ovary: 1.92 x 2.07 x 1.27cm. Left ovary: 2.48 x 1 .14 x .82cm. Impression: left essure coil displaced into fundus. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anxiety, pelvic pain, menorrhagia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs & mr received: lot number and events onset date were added. New events device dislocation, menorrhagia, vaginal bleeding, depression, anxiety, dysmenorrhea, vaginal discharge, fatigue, weight gain, ibs, lower abdominal pain were added. Reporters, lab data, medical history, concomitant condition and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('left essure device appears that it may be more fundal and not necessarily in the tube') and dysmenorrhoea ('painful periods/ dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of essure placement procedure:one side was more difficult to place.". The patient's medical history included migraine, lyme disease, gerd and vitamin d deficiency. Current weight 178 lbs. Concurrent conditions included vaginal bleeding, foggy feeling in head, joint pain, sore throat, constipation, diarrhea and urinary retention. Concomitant products included aciclovir sodium (acyclovir abbott vial), alprazolam, amitriptyline, bupropion, bupropion hydrochloride (wellbutrin) from 2018 to 2019, cholecalciferol (vitamin d3), cyanocobalamin, drospirenone + ethinylestradiol (yasmin), fish oil, intrauterine contraceptive device (paragard), levonorgestrel (mirena)(B)(6) 2012 to october 2014 and topiramate from 2012 to 2017. On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required). In march 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In december 2015, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge") and fatigue ("fatigue/fatigue"). In december 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: depression, anxiety/psych injury") and depression ("psychological or psychiatric problems condition: depression, anxiety/psych injury") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), major depression ("major depression"), irritable bowel syndrome ("ibs/gi conditions"), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog/brain fog"), arthralgia ("joint aches/joint pain"), abdominal pain lower ("left lower abdomen pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy "), menstruation irregular ("irregular menses"), premenstrual syndrome ("significant pms"), crohn's disease (" I have crohn's") and diarrhoea ("diarrhea"). The patient was treated with surgery (essure removal and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, major depression, ovulation pain, vaginal haemorrhage, menorrhagia, anxiety, vaginal discharge, abdominal pain lower, allergy to metals, crohn's disease and diarrhoea outcome was unknown and the dysmenorrhoea, irritable bowel syndrome, feeling abnormal, arthralgia, depression, fatigue, weight increased, pelvic pain, abdominal pain, menstruation irregular and premenstrual syndrome had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, crohn's disease, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, fatigue, feeling abnormal, irritable bowel syndrome, major depression, menorrhagia, menstruation irregular, ovulation pain, pelvic pain, premenstrual syndrome, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: injuries (disability/permanent damage, other serious important medical event) were mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, bilateral occlusion. Pathology test - on (B)(6) 2018: a: uterus, morselized hysterectomy - adenomyosis b: foreign material consistent with bilateral essure devices (gross examination only) c: fallopian tubes, bilateral, excision - 2 unremarkable fallopian tubes. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2018: right ovary: 1.92 x 2.07 x 1.27cm. Left ovary: 2.48 x 1 .14 x .82cm. Impression: left essure coil displaced into fundus. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: anxiety, pelvic pain, menorrhagia, fatigue". Lot number: b71772 production date 2013-09-19 expiration date 2016-09-30 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and social media report received : events- "I have crohn's, diarrhea and complications or problems that occurred at the time of essure placement procedure: one side was more difficult to place." Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.